Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous and severely calcified right coronary artery. The physician advanced the 2.75x24mm promus element sds and was not able to cross the lesion. The device was successfully removed and the procedure was completed with a different 2.75x24mm promus element sds. No patient complications were reported and patient¿s status is stable. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts along the length of the stent were squashed and damaged. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).